Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-ups via web application to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint via (B)(6) reviews for high blood glucose test results. Customer did not report symptoms and no medical attention related to the use of the product was reported. Product information including serial number and lot number was not provided. (B)(6) reviews: customer feedback: the new program needs to be sent back to (B)(6) main office for rewrite. Readings are not right, way high compared lab units. True metrix air a1c comes out at 7.6 and my week of compared lab results is 6.2. That could be dangerous.